Event description:
The manufacturer received information alleging particles in water, particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient alleges to have cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience cancer, particles in tubing / chamber, particles in water. There was no medical intervention required by the patient. The reported event of cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on aug 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience cancer, particles in tubing / chamber, particles in water. There was no report of serious or permanent harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed a few potential black hairs/ fibers, inconsistent with degraded sound abatement foam, and brown dust like contamination on the top enclosure by the accessory module port. Unknown black dust like contamination, inconsistent with degraded sound abatement foam, on the top enclosure by the sd port. Unknown brown and white dust like contamination at the air inlet. Unknown black dust like contamination, inconsistent with degraded sound abatement foam, around the outside of the iso (international organization for standardization) port. Unknown white dust like contamination inside the iso port. Unknown black dust like contamination, inconsistent with degraded sound abatement foam, inside the front panel. Unknown white dust like contamination on top and motor and the blower outlet seal. Unknown brown and black dust like contamination, degraded sound abatement foam, inside the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, potential black hairs/ fibers, inconsistent with degraded sound abatement foam, in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found seventeen error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.